Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# v003448, implanted: (B)(6) 2006, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had their eyes looked at by a healthcare provider (hcp), but they had problems due to the implant being too close and it would not register correctly. They also noted their ins battery was low after the scan. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that none of this was related to the dbs and that the patient didn't report to them. No further information was provided.